Manufacturer narrative:
Reporter is a j&j employee. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the staff had indicated a 5.0mm tfna flexible screwdriver needed replacement. The tip of the screwdriver had been stripped and no longer articulated properly. This did not occur intra op and therefore no patient issues or surgical delay. No further information is available. This report is for one (1) scrdriver-hex 5 flex cann. This is report 1 of 1 for complaint (B)(4).